Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems:- bladder problems"), urinary tract disorder (" bladder/urinary problems:- urinary problems"), vaginal discharge ("bladder/urinary problems:- vaginal discharge"), fatigue ("other injuries/symptoms:- fatigue") and back pain ("back pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms:- weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result of confirmation test:- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), bladder/urinary problems:- bladder problems, urinary problems, vaginal discharge, other injuries/symptoms:- fatigue, hormonal changes, weight gain were added. Removal details added. New reporters, plaintiffs information and lab data added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. M66802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma and nocturia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems:- bladder problems"), urinary tract disorder (" bladder/urinary problems:- urinary problems"), vaginal discharge ("bladder/urinary problems:- vaginal discharge"), fatigue ("other injuries/symptoms:- fatigue"), back pain ("back pain"), musculoskeletal pain ("shoulder gas pain") and flatulence ("shoulder gas pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms:- weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, weight increased, back pain, musculoskeletal pain and flatulence outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, hormone level abnormal, menorrhagia, musculoskeletal pain, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result of confirmation test :- bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical records received new reporter information and lot no, medical history was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. M66802-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine leiomyoma and nocturia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems:- bladder problems"), urinary tract disorder (" bladder/urinary problems:- urinary problems"), vaginal discharge ("bladder/urinary problems:- vaginal discharge"), fatigue ("other injuries/symptoms:- fatigue"), back pain ("back pain"), musculoskeletal pain ("shoulder gas pain") and flatulence ("shoulder gas pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms:- weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, weight increased, back pain, musculoskeletal pain and flatulence outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, hormone level abnormal, menorrhagia, musculoskeletal pain, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result of confirmation test :- bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain female'). In an adult female patient who had essure (batch no. M66802-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: uterine leiomyoma and nocturia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder (" bladder/urinary problems: urinary problems"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), back pain ("back pain"), musculoskeletal pain ("shoulder gas pain"). And flatulence ("shoulder gas pain"). And was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). And weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved. And the bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, weight increased, back pain, musculoskeletal pain and flatulence outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, hormone level abnormal, menorrhagia, musculoskeletal pain, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2016, result of confirmation test: bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems:- bladder problems"), urinary tract disorder (" bladder/urinary problems:- urinary problems"), vaginal discharge ("bladder/urinary problems:- vaginal discharge"), fatigue ("other injuries/symptoms:- fatigue"), back pain ("back pain"), musculoskeletal pain ("shoulder gas pain") and flatulence ("shoulder gas pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms:- weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, weight increased, back pain, musculoskeletal pain and flatulence outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, hormone level abnormal, menorrhagia, musculoskeletal pain, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result of confirmation test : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media: new event: musculoskeletal pain and gas pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.